Manufacturer narrative:
Patient¿s weight was not provided. Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 61 days. The pump was not returned for evaluation as it was not explanted. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired due to "nontraumatic cerebral hemorrhage". The patient had been admitted to the hospital and evaluated on an unspecified date. While admitted, the patient had a respiratory event and coded for a short period of time on the floor. The patient was transferred to the intensive care unit and monitored. It was noted that the patient had dilating pupils and sedation was held. A head CT scan was performed in response to a poor neuro exam and revealed a large left intraparenchymal hemorrhage with a midline shift. The patient's family elected for comfort care. On (B)(6) 2015, the patient was extubated and lvad support was withdrawn. The patient expired shortly afterwards. An autopsy was not performed.